Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 2.3, laboratory inr: 6.4. Inratio inr: 2.2, laboratory inr: 5.7. The time between testing and pt's therapeutic range was not provided. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. Six discrepant result complaints were reported for lot #310824, yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored for corrective action; no further action is required at this time. This issue will be subject to tracking and trending. There is no corrective action at this time, as no product deficiency was established.